Event description:
The customer stated that he opened a 2 new cartons of test strips and found the caps open on both bottles. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
Product information for the second bottle of test strips: product code 7080g, lot# 8ec3c05, manufacture date 05/2008, expiration date 05/31/2010.